Manufacturer narrative:
The customer's report was observed and isolated to the electrode pads. The impedance measured over 10 ohms during testing. The electrode pads were scrapped to resolve the report. The customer received replacement electrode pads. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.